Manufacturer narrative:
The sample is available for evaluation. It is yet to be received.

Event description:
The customer reported leakage on the filter of a plum set during the infusion for half hour with oxalip (chemo drug). There was patient involvement, but no report of harm.

Manufacturer narrative:
One (1) used 142560488 primary plum set connected to a unknown manufacturer bag spike adapter and one used unknown connector bag spike vented were received on 10/23/2019 for evaluation. The complaint of leakage on the returned used primary plum set could not be confirmed. The returned sample was tested per product specification. There were no leaks anywhere along the fluid path. The returned set met product design and functional specifications.

Manufacturer narrative:
The complaint of leakage on the 142560488 primary plum set could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review could not be reviewed due to the unknown lot number.